Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the lot referenced. There has been no other similar events for the reported sterile lot. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: tridentii tritanium cluster50d ; cat# 702-04-50d; lot# 88788901a. Delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 89571103. Size 4 accolade ii 127 deg; cat# 6721-0435; lot# 88292201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not returned.

Event description:
Patient had an index right tha on (B)(6) 2022. The patient develops pji requiring a right tha revision on (B)(6) 2022. All components were exchanged.